Event description:
The customer observed smoke coming from the left side of the architect i2000 analyzer and smelled something burning. The analyzer had generated error code 5904 (r1 pipettor syringe motor) homing failure at the time. There was no injury reported.

Manufacturer narrative:
(B)(4) (no patient involvement) (B)(4) (smoking). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account. The fse inspected the instrument and found a damaged r1 reagent syringe with evidence of buffer on the outside. The motor control board was burnt by the buffer. The fse replaced the syringe and performed diagnostic tests. The instrument was subsequently running within specifications. Review of the safety memo and product evaluation indicates the architect i2000 is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified. The architect i2000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.